Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was seized and would not run at first then broke free, started functioning but began slowing down and running rough, out of alignment with handpiece and needed securing pin update. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that nothing happened once the blade device was in the sagittal saw attachment device. According to the report, the device did not function. There were no delays to the planned surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.